Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the peak inspiratory pressure (pip) is 40 and the positive end expiratory pressure (peep) is 11.9. The customer disconnected the communications cable and there were no changes. The customer reported that the cable was brittle. The fse recommended replacing the cable. The customer reported the issue was the trigger setting on the certifier (test equipment) being used. The customer reset the settings and the unit passed testing.

Event description:
It was reported that the unit failed pressure accuracy testing. There was no patient involvement. Event date not specified, estimate used.